Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose. The customer's blood glucose at the time of incident was 575mg/dl and current was 600mg/dl. The customer treated with manual injections. The customer was recently admitted into the hospital as an inpatient and received treatment from a medical professional, as a result of their current high blood glucose. Customer is unable to complete high blood glucose. Customer stated, the insulin pump was making noise; change set and treated with manual injection 10 units. The customer stated the insulin pump alarmed motor error. The customer stated they were able to complete rewind.